Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up complaining of lightheaded episodes and near-syncope. Holter monitoring was done showing episodes of pause and intermittent loss of pacing. The patient was brought to the clinic and device interrogation revealed, the right ventricle lead exhibited oversensing of noise resulting in pacing inhibition. The noise could be reproduced in clinic with arm movements and isometrics. The lead was programmed to unipolar configuration. The patient was in stable condition.